Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(6) had a "you are about to transfer a not for human use data set to the pcu" message, when he transferred data set manually. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I advised (B)(6) to contact his pharmacist or the person who is in charge of the gr editor software. The data set needs to be approved and released before he transfer it to the 8015pcu. (B)(6) will contact his pharmacist to release the data set. If he needs further assistant, he will call me back.